Event description:
One touch ultra meter was prompting the error 1 message. The med affairs specialist (mas) left a phone message for the family member and sent a letter to the family member, as the pt is in nigeria. The family member said tht the pt's blood sugar was high and they were rushed to the hosp to have their blood sugar read since the meter did not give a reading. It is unclear how it was determined that the family member blood sugar was high before they were taken to the hosp. The family member was unable/unwilling to answer if the pt had symptoms of high or low blood glucose level at the time of concern. No info was provided as to whether the pt tested with another device before going to the hosp. The pt took insulin following attempted use of the reported meter; the type and dose of insulin was not provided. The family member did not know what result was obtained at the hosp. The pt was treated with insulin at the hosp. No info was provided regarding the pt's diabetes treatment regimen. The time and date of the last meter result was not provided. The customer care rep was unable to complete troubleshooting, as the family member did not have the product. However, since the error 1 message displays when there is a problem with the meter, there is an indication that the product malfunctioned. There is insufficient info to indicate that the pt experienced injury and medical intervention due to the product. The event meets the criteria for a product malfunction medical device reportable. The meter, test strips, and control solution were replaced.